Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had received multiple pump error alarm. Customer's blood glucose was 180 mg/dl at the time of incident. Customers stated that they were able to clear the alarm successfully and were able to rewind the insulin pump. Customer stated that the insulin pump did not pass the self test customer troubleshot was performed. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Pump error 63 confirmed in device history with variable and pump error 4 due to broken trace at keypad assembly . Volume did change when adjusted. Audio or vibrate anomaly or absence of alarm not confirmed. Device was connected to a test transmitter or sensor and monitored without any connection interruptions. (B)(4).

Manufacturer narrative:
The device passed the displacement test and self test. Pump error 63 confirmed in pump history with variable (03) and pump error 4 due to broken trace at keypad assembly. Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. The pump was connected to a test transmitter/sensor and monitored without any connection interruptions.